Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first proglide device that was attempted. An attempt was made with another proglide device; however, when attempting to remove the device from the patient anatomy after suture deployment, the foot of the device became stuck on plaque and the device could not be removed. The lever had closed completely, but the foot had not retracted. As the device was stuck and could not be removed, cut down surgery was performed to remove the device and achieve hemostasis. There was no tissue or vessel damage noted. It was confirmed that the foot of the proglide was still intact. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Factors that contribute to difficult to opening or closing the foot and device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device is filed under a separate medwatch report number.